Manufacturer narrative:
Sections with additional information as of 16-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: use/storage-use of exp prod.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 04-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Brother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 59, 66, 69 and 71 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/31/2022 and test strips were opened more than 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 59 mg/dl date: (B)(6) 2022 time: 5:18 am fasting, result 2: 66 mg/dl date: (B)(6) 2022 time: am fasting , result 3: 69 mg/dl date: (B)(6) 2022 time: 5:13 am fasting, result 4: 71 mg/dl date: (B)(6) 2022 time: 5/15 am fasting.